Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's implant did not seem to be working because they could not hold their bladder for a month now. Patient mentioned they had to wear pads again and that they would sit up and it would pour out. It was also noted that last month patient felt the stimulation really pounding hard on their vagina. It stopped doing that, but the patient felt it a little in their butt cheek where they put it in. Patient stated they still felt stimulation comfortably. Patient tried to adjust stimulation but their programmer would not power on and they did not have a new set of (B)(4) batteries. No further complications were reported.